Event description:
Description of event according to initial reporter: gained access and took several venograms which were normal. Tried to deploy the filter but when filter was released it failed to open up. While they were preparing jugular access to retrieve filter, the physician prodded the filter with the sheath and it opened up. The hook ended up in the right renal vein. They were unsure whether the filter jumped up to the level of the renals or whether the blood flow carried it up to the renals. They attempted to retrieve the hook by femoral access using the gtrs retrieval kit to pull it out of the renal vein but were unsuccessful. They finished procedure without further incident. No further intervention is planned at this time. The physician is going to consult with patient¿s oncologist regarding his long term prognosis with cancer to determine advisability of attempting filter retrieval at a later date. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.